Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber and damage to the fiber end with what appears to be stretching. Further evaluation noted the fiber was manufactured per specifications for this product as evidenced by proper crimp marks on the tube tip and fiber shaft were present. The device functioned as intended during the first firing, also supporting the fiber was manufactured per specifications. The customer's reported complaint description was confirmed. The root cause of the separation is due to using excessive force while cleaning the fiber after the first ablation. A lot history records search for the nevertouch kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Engineering evaluation: the fiber was used for an initial procedure without issue. The engineer believes the gold tip detached from the fiber due to during a subsequent cleaning procedure. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
During an evlt procedure, a nevertouch fiber was used for treating the patient's gsv; 40 cm with 80 joule/cm. The first treatment was successfully completed with no report of complication or device malfunction. The treating physician withdrew the fiber in order to treat the patient's second vein. When cleaning the tip of the fiber prior to reinsertion, the tip of the fiber detached. The fiber was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.